Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the pacemaker exhibited a diagnostic anomaly in which the device previously overestimated the battery longevity. The patient had no symptoms, was in stable condition, and would continue to be monitored.